Event description:
It was reported that after the insertion of the fiber into the cystoscope, the tip of the fiber broke causing the laser to exit the fiber through the wrong canal. The fiber was exchanged and the procedure was completed with a second fiber without clinical complications to the patient.